Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Insulation damage was visually observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were noise and insulation damage. As received, a complete lead was returned in one piece. The reported event of noise was confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event of noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. The reported event of insulation damage was confirmed. Outer insulation damage found at the distal region. The cause of insulation damage was due to procedural damage.